Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant') and abortion ('did not carry the pregnancy to term') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2010, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced abortion (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), tooth fracture ("broken 3 teeth") and tooth loss ("lost 2 teeth"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, alopecia, fatigue, tooth fracture and tooth loss outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, tooth fracture and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. On 5-jul-2020: pif received: essure indication added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnant') and abortion ('did not carry the pregnancy to term') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 5 years 9 months after insertion of essure. On an unknown date, the patient experienced abortion (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), alopecia ("excessive hair loss"), fatigue ("chronic fatigue"), tooth fracture ("broken 3 teeth") and tooth loss ("lost 2 teeth"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, dyspareunia, abnormal weight gain, alopecia, fatigue, tooth fracture and tooth loss outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, abortion, alopecia, back pain, dyspareunia, fatigue, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, tooth fracture and tooth loss to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: previously reported event- tooth disorder was replaced with specific event tooth fracture, newly added events- loss of teeth, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.